Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters, scar, drainage, pain, infection, hot feeling on the arm and weeping, under the entire patch area; this occurred the same day the sensor had been inserted in the arm. The skin reaction started on (B)(6) 2023 and overnight the symptoms worsened, and the patient was experiencing severe pain, so the parent took the patient to the hospital. At the hospital, the nurse removed the sensor, applied gauze and oral antibiotics were prescribed (flucloxacillin). Three photos of the skin reaction in the complaint record were received. The skin reaction was confirmed, consistent of an infection of the skin, with visible stripping and excoriation with additional bleeding under the sensor pod area. Around the bleeding area vesicles and blisters with visible yellow fluid drainage could be observed and an erythema extended beyond the patch perimeter covering 1/3 parts of the arm. At the time of contact, it was indicated that the patient skin reaction was still weeping, itching and potentially scarring. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Codes: medical device problem code: 2993 adverse event without identified device or use problem codes: medical device problem code: correction to disregard 3191 appropriate term/code not available